Event description:
Lasik eye surgery ruined my eyes. Lasik surgeons only look at eyes as a cash crop for them to harvest and make money. They didn't explain or tell me about any of the life altering problems lasik causes. They know that if they did, no one would risk the only pair of eyes they will ever have. The list of problems lasik has caused me. Severe glare severe starbursts double vision - ghosting - bad vision in low light and darkness halos lights that are layered from the light source dry eye severe light sensitivity constant fluctuating vision depression, anxiety and thoughts of suicide.